Event description:
It was reported that during preparation for an atrial fibrillation ablation procedure, a farawave nav catheter was selected for use. During catheter preparation, it was noted that the fluid was not flushing to the distal end. There was air in the connector and not fluid flushing through. Catheter never entered patient. Catheter was replaced and the procedure was completed successfully without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned farawave catheter revealed the flush tubing was kinked in the distal part of the handle. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced farawave catheter was returned for analysis. Visual inspection of the device noted no abnormalities. During functional testing, the guidewire lumen was flushed without difficulty. Subsequently, flushing of the device through the irrigation line was tested. It was noted that flushing was not functional. The returned catheter was connected to the farawave automated leak tester to analyze the pressure and flow values. The catheter failed the flow test, indicating that there likely was some form of obstruction in the flush tubing. The handle of the catheter was opened to try and locate the cause of the observed flow obstruction. Dissection revealed that the flush tubing was kinked in the distal part of the handle. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of difficult to flush and visible air/bubbles are a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: boston scientific's investigation determined that a kink in the flush tubing at the distal portion of the handle likely contributed to the air ingress observed clinically. Based on the available information, boston scientific assigned the investigation conclusion code of 'quality control deficiency' to the referenced event. This conclusion was based on the finding that, if the hub is stuck in a vertical position, it may tend to return to that position, and placement of the top handle may result in compressive force that could cause the tubing to kink. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for an atrial fibrillation ablation procedure, a farawave nav catheter was selected for use. During catheter preparation, it was noted that the fluid was not flushing to the distal end. There was air in the connector and not fluid flushing through. Catheter never entered patient. Catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.